Event description:
The international customer reported that the unit exhibited an error code during start-up. There was no patient involvement or patient harm reported. The customer replaced the main pcb to correct the reported problem. The main pcb was returned to the manufacturer and was evaluated in a test unit. The customer reported event was not duplicated by the failure analysis technician. However, during subsequent testing, the test unit went vent inop. The investigation found the root cause of the vent inop was a problem with the proximal airway pressure autozero solenoid on the main pcb. There was no patient involvement at the time of the discovered malfunction.